Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip of the lead was found to be bent without prior manipulation. The plastic part at the far end of the lead was enlarged and the distance between the second last and the last contact was estimated to differ to the normal 0.5 mm. The lead was still implanted because the surgeon regarded the affected part to have no relevance regarding the therapeutic effect. The impedance measurements were in normal range. The patient was very happy with the therapy.